Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device failed to detect a patient connection during a cardiac arrest. The patient's downtime was fifteen (15) minutes. CPR was initiated by a bystander and performed for three (3) minutes, but was then stopped. The customer arrived one (1) minute later and reinitiated CPR. The customer connected the device to the patient with physio-control quik-combo defibrillation electrodes. It was reported that the device operated properly for one cycle and then prompted "connect electrodes" and failed to detect a connection to the patient. At that time, the customer chose to discontinue use of the device. Another device was not available until arrival of an ems department. It is not known if the second device was used to deliver any defibrillation shocks to the patient. The patient was pronounced deceased. A clinical specialist's review determined that the device use did not contribute to the outcome of the patient. The patient's downtime was greater than ten (10) minutes. Their ECG showed as asystole and defibrillation is not indicated based on this.